Event description:
It was reported that advanta vxt graft was used during the procedure. The patient had several anastomotic pseudoaneurysms resulting from the bypass surgery. The reported issue was stated to be related to the procedure and unrelated to the implanted graft.

Manufacturer narrative:
Due to character restrictions in block e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.